Event description:
There was an allegation of questionable elecsys hiv duo results for 7 patient samples on a cobas e 801 analytical unit. The initial results were all 1.0 coi (positive). The samples were repeated on another competitor analyzer, and the results were all -1.0 coi (negative).

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The alarm trace showed an empty clean cell bottle and insufficient cleancell reservoir volume alarms. The field service engineer (fse) replaced several components and tubing that was part of the flow path between the cleancell bottles and reservoir units. An instrument check was performed successfully. The service maintenance actions performed by the fse resolved the issue.